Event description:
Facility has had problems for about a year with control values for protimes and ptts [prothrombin time] on the mla 1400 [instrument]. Facility has spent numerous hours both in-house, on hotline and with the field service. Also facility has spent vast amounts of money in replacing reagents and qc materials. In 2003 facility had a problem with a qc-replaced reagent and a vial of a qc with no resolution. Facility replaced the tubing and heat exchanger with no resolution. Facility tried a second set of tubing and heat exchanger from another box (same lot number) and saw vast improvement. The instrument specialist says technical support told him the company had changed manufacturers. As of right now, they have 4 lot numbers available and have received other complaints on the lot number facility has but have not pulled it from distribution.